Event description:
The implant failed due to poor oral hygiene and poor bone condition. The implant was placed at #25 and removed after 5 months. Poor oral hygiene. Poor bone condition.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our prod.